Event description:
The reporter indicated that a 12.6mm vicm5 implantable collamer lens of -4.50d was implanted into the patient's right eye (od) on (B)(6) 2023. The patient underwent bilateral icl implantation on the same day. Elevated iop was noted approximately 3 months post-op. Pigment dispersion and inflammation are observed on an unknown date. At patient request lens explant was performed on (B)(6) 2023 by a different surgeon who continues to monitor the iop. The patient refuses to return to the implanting surgeon. The reporter did not provide last visual acuity or ocular status as the patient is under the care of a different medical provider. Based on clinic reported pre-op wtw & acd, the surgeon implanted a shorter lens than suggested by the directions for use. In the reporter's opinion the cause of the event was due to the device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A review of the device labeling was completed. Elevated iop and pigment dispersion are identified in the labeling as known adverse events from icl implantation. The dfu adequately provides instructions for icl implantation and includes known adverse events associated with lens implantation. The dfu statements include: adverse reactions and complications due to or following surgery and implantation of any evo/evo+icl may include, but are not limited to: uveitis/iritis, iop elevation from baseline, iris pigment dispersion, secondary surgical intervention to remove the lens. Even though the causality was attributed to the device an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. The lens was not returned to date. H6- health effect- clinical code 4581: pigment dispersion. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5- - inflammation was noted at one month follow up on 24-aug-2023. Elevated intraocular pressure was treated with medication. Intracameral vigamox medication was used after implanting the lens. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).